Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr duplicated the reported issue and replaced the front panel assembly.

Event description:
It was reported that the ventilator's touchscreen was not functioning. There was no patient involvement.

Manufacturer narrative:
Carefusion failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed the screen was unresponsive to touch.